Event description:
A us distributor returned a belt and reported belt delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the electrode belt delivered pulse below lower limit. The cause for the failure was isolated to all therapy electrodes deployed causing gel ingress to short the pulse wire. The pulse wire insulation was damaged. The root cause for the gel ingress could not be positively identified. No adverse event resulted from the damaged belt.